Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Patient's weight is estimated.

Event description:
It was reported that patient had not been using the system and stopped charging. The ipg became inoperable as a result. To address this issue, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Patient's weight is unavailable at this time.

Event description:
It was reported the patient's ipg lost communication with external devices. Surgical intervention is pending to address the issue.